Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge and will boot was performed and the receiver failed due to perpetual rebooting. The receiver was opened and the u1 pcba board detached to retrieve the receiver download. The receiver download was reviewed and the logs showed an err121, numerous receiver reboots and errors recovery within the investigation window. The customer complaint of receiver ceased to function was confirmed. The root cause could not be determined because of a firmware error and error recovery.